Manufacturer narrative:
Battery charger sn (B)(4) : monitor sn (B)(4) : (B)(6) 2008. Device evaluation summary: device evaluations of monitor sn (B)(4) and battery charger sn (B)(4) have been completed. The reported problem (battery will not latch) has been confirmed. As received, the monitor was found to have a damaged battery connector. The connector was bent and did not allow proper mating of a battery pack. The root cause of the battery connector damage cannot be positively identified but may have resulted from excessive force exerted on the connector from a drop or from hitting the monitor on a hard surface. The reported problem (battery charger power connector problem) has been confirmed. The pt's battery charger was found to have a defective power supply brick. The cable for the power supply unit was found to have an intermittent connection. The battery charger was otherwise fully functional and ran with no errors when attached to a working power supply brick. The root cause of the intermittent connection cannot be positively identified. No adverse event resulted from the defective power supply brick or the damaged battery connector. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that he was receiving "check therapy pad" alarms. He also reported that the battery was not maintaining a proper connection with the monitor. The pt was provided with a replacement battery charger and monitor.